Event description:
Customer reported that the device had a service indication and powers on with white screen suggesting a lock-up issue may have occurred. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control verified the reported issue and replaced the programmed system control and user interface pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use.